Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to enterococcus infection with vegetation on the leads. Reportedly, the patient also had endocarditis. The leads were removed with a laser lead extraction, and the patient was treated with antibiotics. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.